Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 437 mg/dl to 490 mg/dl, with frequent urination and nausea. Patient received no extraordinary treatment. The bg excursion does not meet the animas criteria for an adverse event. During troubleshooting, customer support found that the basal and bolus histories were as expected, and did not identify any following potential causes of perceived inaccurate delivery issue. This complaint is being reported as cs considers this an inaccurate delivery issue.